Event description:
This adverse event was received from (B)(6). On (B)(6) 2013, a female pt was injected with 3 cc radiesse in the marionette lines, oval, chin. About 8 days after injection, the pt experienced severe pain at the left mandibular nerve viii. The physician prescribed biprofenid lp 11 (ketoprofene pr), 1 tablet daily by oral route (duration not specified). On (B)(6) 2013, additional information was received: the pt was hospitalized for severe pain. She was treated with solupred (prednisolone) 10mg daily for 15 days, mopral (omeprazol) 20mg daily for 15 days, laroxyl (amitriptylin) 25mg for 7 days, augmentin (amoxicillin) 3g for 8 days, ixprim (tramadol) mouthwash. Releasing incision into the vestibule. Naropeine (ropivacaine) block was given to relieve the pt. On (B)(6) 2013, injection of altim (cortivazxol) lr next to the emergence of nerve viii. From (B)(6) 2013, the pain disappeared and recurred on (B)(6) 2013. The outcome of the incident is not resolved. On (B)(6) 2013, additional information was provided: the pt was hospitalized for 7 days. The augmentin was prescribed prophylactically. The incision has not released fluid. Recurrence of pain was relieved by a new injection of altim. The pt is still on sick leave and will be reviewed by the physician within one week. As of (B)(6) 2013, no further information has been received.

Manufacturer narrative:
The device history records for radiesse lot 1035862 were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted.